Manufacturer narrative:
The insulin pump was received with intermittent button response due to moisture damage keypad trace. The insulin pump passed a21 error alarm test and no a21 alarm noted. The insulin pump has minor scratched lcd window, cracked case near the display window corners, battery tube threads cracked, broken belt clip slot and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call, that the customer received an unexpected restart alarm, and is unable to clear the alarm. Customer's blood glucose levels at the time 77mg/dl. Troubleshooting occurred. Advised to discontinue use of the insulin pump, and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.